Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer, the bur was wobbling. It was also reported that this event did not occur during a surgical procedure, and there was no delay, medical intervention or adverse consequences as a result of this event.

Event description:
It was reported that during service conducted at the manufacturer, the bur was wobbling. It was also reported that this event did not occur during a surgical procedure, and there was no delay, medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete. H2: device not returned for evaluation.